Manufacturer narrative:
Several attempts have been made to obtain add'l info but have been unsuccessful. A supplemental report will be submitted as add'l info becomes available. Info received regarding 3 needle stick injuries, 2 used and 16 unused units were submitted for analysis with no identification as to what sample went with which incident. Based on this, the returned samples were examined as a group. The reports were documented as (B)(4) (171200340-2004-00067), (B)(4) (1710034-2004-00074) and (B)(4) (1710034-2004-0075). Two of the needle stick injuries involved the same nurse ((B)(4)-1710034-2004-00067 and (B)(4)-1710034-2004-00074). Results-visual and microscopic examination of the returned samples from the rep lot numbers revealed no damage that would cause non-retraction failure. The returned samples were performance tested for non-retraction and no defects were found. (B)(4).

Event description:
Nurse received a needle stick due to a non-retraction failure.